Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant: the stylet/guidewire was kinked/buckled.

Event description:
It was reported that stylets were unable to be advanced through the lead lumen. Different styles of stylet were attempted without success. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.